Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report: an unspecified sensor issue was reported with the adc device, and customer was unable to obtain readings. Customer reported that another device had sensor failed after 3 days of use. The 5th sensor also fails out of from the lot and customer had received replacement for 3 sensors. Adc customer service attempted to contact customer 3 (three) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.